Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 6 had failed. A field service engineer stated that the hospital team had resolved the issue. The system functioned as intended after it was resolved by the customer.

Event description:
It was reported when using the pyxis medstation es system there was six drawer that failed. The customer stated that the user prevented from retrieving a medication to the patient. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that station had a failed drawer. A field service engineer cancelled the work order since the issue by the customer indicated that the issue was resolved. The system functioned as intended after troubleshooting.

Event description:
It was reported when using the pyxis medstation es system there was six drawer that failed. The customer stated that the user prevented from retrieving a medication to the patient. There was no report of impact to the patient or user during this event.